Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited loss of capture. It was discovered that the lead had dislodged. During the lead revision procedure, a stylet was unable to inserted into the lead. The lead was explanted and replaced. No patient symptoms were reported.